Event description:
It was reported within a month of implant the patient was hospitalized for heart failure and received intravenous heart failure therapy. The patient was discharged. Then approximately two month later the patient was hospitalized again due to a pericardial effusion. During the hospitalization the patient received cortico steroids, antibiotics and intravenous heart failure therapy. The event was reported from the (B)(6) and was classified as being related to the device implant procedure. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).